Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1475001080, 510k #k091974 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: tuberculous spondylitis of the thoracic and lumbar spine (4 or more vertebrae) procedure: reconstructive and corrective surgery for polysegmental lesions of the spine with application of implants, stabilizing systems for the patient. Level implanted: th4-5-7-12-l2-3 it was reported, post-op, the rod was broken. Patient experienced pain since (B)(6) 2018 and hence underwent revision surgery to replace the transpedicular stabilization system. No fragments of the implant remains in the patient. Patient achieved solid fusion.

Manufacturer narrative:
Product analysis: microscopic examination of the fracture surface identified ratchet marks near the area of crack propagation, with gently convex progressive striations or beach marks emanating through the cross-section of the rods until subsequent mechanical failure. The above observations are consistent with failure due to cyclic fatigue. If information is provided in the future, a supplemental report will be issued.